Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of an abdominal aortic aneurysm. A aneurysm and vessel morphology was not reported. It was reported that the patient presented with a ruptured aaa. The endurant graft was successfully implanted, but due to excessive blood loss, the patient had cardiac arrest on the table and expired. Physician assessed event as not device related.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (death). Unapproved use of device (pre-existing condition, pre-op rupture). Evaluation, conclusion: user error contributed to event (pre-existing condition, pre-op rupture).